Event description:
It was reported that the insulin pump alarmed and squirted insulin during the manual prime. The numbers did not appear on the screen, and no beeps were heard. No damage to the drive support cap was noted. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test, and was unable to prime during the prime test due to a protruded/loose drive support disk. The unit had cracks on the display window corner and reservoit tube lip, as well as a scratched lcd window.